Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A leak failure occurred in the forceps channel, so reprocessing could not be completed and foreign matter remained in the air and water channels and air and water cylinders. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope hose was broken at the supply connector resulting in leaking. The issue was found during reprocessing. No procedure or patient was involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material in the air/water cylinder and tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the air/water (aw) cylinder had no color. The suction cylinder had no color. The aw-cylinder had foreign objects. The scope connector case unit had a scratch. Due to damage on the channel tube, water tightness was lost. Due to burn on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. The aw-tube had foreign objects. The adhesive around the objective lens had discoloration. The adhesive around the light guide lens had discoloration. The adhesive on the bending section cover was detached. The connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.